Event description:
Caller reported an occlusion alarm, but cts could not verify the alarm number in the pump history. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. The customer was educated on the proper load techniques. There was no adverse impact to the customer¿s blood glucose level. The caller declined troubleshooting for all issues, and cts could not obtain additional information.